Manufacturer narrative:
Follow-up #1 date of submission 01/27/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pump¿s black box data revealed a history of rebooting after replace-battery alarms. The pump was exercised for 24 hours without power issues, alarms, or warnings. Electrical draws were observed to be within specification. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter indicated that the pump was alarming and instructed the user to remove the battery cap from the pump. The reporter was unable to remove the battery cap from the pump and the pump subsequently powered off. The pump subsequently turned off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.